Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. A catheter and a collecting bad were physically investigated. During physical investigation it was noted that the collecting bag was sent in the same package not connected to the catheter. The collecting bag connector was blocked and therefore it was not possible to aspirate with collecting bag connected to the catheter. The test guidewire passed with slight resistance. After running in the water nominal aspiration level was achieved without collecting bag connected. No further physical damages were noted. The reported leak was not confirmed but it could be the result of blocked collecting bag, aspirated liquid being accumulated in the catheter chamber and overflowing out of the catheter. Therefore, the investigation could not be confirmed for the reported leak issue. A clear root cause could not be identified but a blockage represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device). (Medical device lot number), h6 (method, result, conclusion). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the device was allegedly leaking blood out of the housing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the device was allegedly leaking blood out of the housing. The procedure was completed using another device. There was no reported patient injury.